Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display was blank after the battery change. The reporter stated that there was moisture behind the screen two days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be appropriately investigated due to other issues. The pump would not power on due to moisture damage within the battery compartment. A battery compartment crack was observed during evaluation.